Event description:
The customer reported a leak from the cartridge chemistry (cc) reagent probe collar wash of the unicel dxc 880i synchron access clinical system. It is unknown of what personal protective equipment was worn by the customer at the time of the leak, but no injury or exposure has been reported for this event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but was unable to confirm a failure and could not duplicate the leak. However, the fse removed and inspected the collar wash vacuum valve and discovered torn rubber diaphragm and corroded spring. The fse proceeded to replace the collar wash vacuum valve and verified the repair as per established procedures. The fse attributed the reported leak to the collar wash vacuum valve. (B)(4).